Event description:
It was reported by the patient that he need to speak to someone with the depuy division. He has a few questions if there is a recall with the product. He had some problems with the product that was on his left leg and it was supposed to last 10-15 years but it only lasted for 2 years(scn). Doi: unknown. Dor: unknown. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. From the x-rays taken on (B)(6) 2022 from the cd provided by the client, a fracture on the femur adjacent to the femoral sleeve can be seen. No root cause can be established with the provided information. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Event description:
On (B)(6) 2018, the patient had a left total knee arthroplasty revision to address dysfunction and pain, due to failed left total knee. The patella was found to be loose (no interface provided) and was revised. Depuy attune knee revision system components were implanted, during this procedure, along with a competitor patella. On (B)(6) 2020, the patient had a left total knee replacement revision to address failed left total knee arthroplasty. The indications for surgery, included pain and dysfuction. Medical records from (B)(6) 2020, note the patient has a history of pain following injury. Radiographs were reported, to show subcutaneous emphysema. During the procedure, the surgeon observed, that the femoral component was note,d to be grossly loose, no interface provided. The tibial component was noted, to be well fixed and was retained. Depuy components were implanted, during this procedure. On (B)(6) 2022, the patient had a left total knee replacement revision of both components to address failed left total knee arthroplasty. The indications for surgery included, pain and dysfunction. Prior to surgery, the patient had multiple joint aspirations to remove fluid. During the procedure, the surgeon observed, that the tibial tray was noted, to be well fixed and well placed. Therefore, it was retained. The femoral component was revised to convert the replacement to a hinge. The patella component was found to be loose and was revised. No interface provided. Competitor tibial cone, competitor patella, competitor cement and depuy femoral revision components were utilized, during this procedure.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.